Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. On (B)(6) 2016, the excess skin was excised during an abutment change.